Event description:
It was reported that during a device replacement procedure there was loss of capture (loc). The bipolar left ventricular (lv) lead would not capture, so the lv to right ventricular (rv) lead vector configuration was used. Pacing inhibition and loc was experienced as soon as the rv lead was removed from the device header, despite being in electrocautery protection mode. Pacing inhibition and loc was also experienced during electrocautery because it was determined that rv lead removal broke the lv circuit. No additional adverse patient effects were reported.